Manufacturer narrative:
In response to medtronic¿s request for device return, no device was received for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a visao handpiece drill was ¿overheating¿. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found the nose bearings and radial shaft bearing worn and polluted with foreign debris. The device was repaired, tested and passed manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.